Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced a pericardial effusion. The procedure was aborted while the patient was under general anesthesia after changes in the patient's blood pressure were noticed and the effusion was visualized on intracardiac ultrasound. The effusion was drained and the patient was stabilized. Following the procedure, the patient was sent to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least seven injections were performed with catheter 2af284 / 37304-54 on the date of the event with no system issue. Upon visual inspection of catheter, results showed the device was intact with no apparent issues. Smart chip verification showed that the catheter was used for the seven injections. The catheter passed the performance test as per specifications. In conclusion, the reported issues (pericardial effusion, hypo, aborted) have been not confirmed through testing and data analysis. The balloon catheter passed the returned product inspection. The risk of the patient being under general anesthesia without full therapeutic effect is also an adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.